Event description:
It was reported via repair work order that the patient dropped into the seat of the stair pro breaking the strut and cracking seat back affecting the ability of the unit to support weight. Also, it was identified that the track belt was torn on the stair pro affecting the ability of stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.